Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that ongoing cartridge alarm occurred during load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use pump for insulin therapy.